Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked within the sealed overpouch. The device was filled with fluorouracil 5300 mg in sodium chloride 0.9%. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from april 01, 2019 - april 03, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the bag of the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.